Event description:
Customer reported erroneous differential test results were generated for one patient sample when using the coulter lh 750 hematology analyzer. The results were believed to be erroneous when the results did not correlate with results obtained from the other coulter lh 750 hematology analyzer in the laboratory. The manual differential for the same patient sample also did not correlate with the erroneous test results. Erroneous results were not reported outside the laboratory. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found a broken pinch valve mount and tubing at vl65 (pak lyse disable valve) which was not allowing the actuator to properly function. The fse replaced the broken pinch valve mount and tubing at vl65 resolving the reported issue for discrepant differential results and low wbc (white blood cell) recovery on controls. Service activity was performed and verified to meet the specified requirements per established procedures. Results meet published performance specifications. Identification of failure modes: the failure mode was related to broken tubing at vl65. Upon recur, the failure mode identified for a malfunctioning vl65 will likely cause erroneous differential results due to improper blood sample/erythrolyse delivery to the mix chamber. Product labeling: beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.